Manufacturer narrative:
It was reported the patient had infection at implant site. This report is submitted on 12 may 2021.

Manufacturer narrative:
This report is submitted on august 18, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient was treated with steroids, oral and topical antibiotics (specific date and duration not reported), and the skin around the abutment site was removed.